Event description:
It was reported that a patient was going to get an MRI of her brain for a possible tumor and dizziness. Two months later, it was reported that the patient had signs and symptoms which included lower extremity weakness. It was noted that no intervention occurred and the patient required hospitalization. It was reported that the patient recovered without sequelae. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3387s-40 lot# v208202, implanted: 2009 (B)(6), product type lead product ID, 3387s-40 lot# v210494, implanted: 2009 (B)(6), product type lead. (B)(4).